Manufacturer narrative:
The customer¿s report that the set separated and leaked was confirmed however the set was torn apart and not a separation. Visual inspection as received observed that the set was completely torn apart between the silicone pump segment and upper fitment. No functional testing could be performed due to the tear in the silicone pump segment and the obvious leaking that would occur. The root cause of the tear damage could not be determined.

Event description:
It was reported that the rn noticed a large puddle of clear fluid on the floor, below the pump. When the rn asked the patient's father as to what happened, it was mentioned that the patient pulled the tubing above pump segment and it came apart. This was confirmed when the door was opened and found that the tubing had separated at the upper fitment. It was noted that the fluid had probably been leaking for about half an hour prior to discovery. The rn stopped the infusion and flushed the peripheral intravenous line with normal saline. The pump, IV bag and tubing set were replaced. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
Concomitant medical products: (2)8100;(2)8015; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is a pediatric. Although requested, patient demographics were not provided.

Event description:
It was reported that the rn noticed a large puddle of clear fluid on the floor, below the pump. When the rn asked the patient's father as to what happened, it was mentioned that the patient pulled the tubing above pump segment and it came apart. This was confirmed when the door was opened and found that the tubing had separated at the upper fitment. It was noted that the fluid had probably been leaking for about half an hour prior to discovery. The rn stopped the infusion and flushed the peripheral intravenous line with normal saline. The pump, IV bag and tubing set were replaced. There was no patient injury. Although requested, additional information was not provided.